Event description:
"Internal pc only," outbound. Reported she noticed a cracking noise when drawing up medication into the cassette. She also thought she noted bulging of cassette. As if it already had air in it prior to mixing. No other issues reported. Lot # 3935920 (exp 02/06/2025). No further details provided, cassette issue.